Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the distal end of a quantum maverick balloon catheter. The catheter was inspected tactilely and under magnification. There was blood in the guidewire lumen and the balloon was tightly wrapped. The hypotube was kinked 59.5cm from the distal tip and broken 65cm from the distal tip. The fracture faces were oval shaped, as if kinked prior to separation. There was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 20% stenosed concentric de novo 30x2.5mm lesion contained >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified left circumflex artery. Following the insertion of a non-bsc guide wire, the lesion was predilated and a 12mm x 2.75mm quantum maverick balloon catheter was selected for use and advanced to treat the lesion but the catheter shaft broke about 40cm from the tip of the balloon. The break occurred while outside the "y-valves" mouth so the physician was able to withdraw the device directly. The procedure was completed with another of the same device.

Event description:
It was reported that shaft break occurred. The 20% stenosed concentric de novo 30x2.5mm lesion contained >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified left circumflex artery. Following the insertion of a non-bsc guide wire, the lesion was predilated and a 12mm x 2.75mm quantum maverick balloon catheter was selected for use and advanced to treat the lesion but the catheter shaft broke about 40cm from the tip of the balloon. The break occurred while outside the "y-valves" mouth so the physician was able to withdraw the device directly. The procedure was completed with another of the same device.